Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that the external pulse generator (epg) was missing the cover plate on the battery drawer. The be inquired about ordering the part, but technical services informed the be that the part is no longer sold as it required the case to be opened. The status of the epg is unknown. No patient complications have been reported as a result of this event.